Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between august 3, 2021 - august 4, 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which observed a leak at the lower left edge of a primary container. The reported condition was verified. The cause of the condition could not be determined however, possible causes include compounding error, faulty bag, damage sustained during transport, or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.